Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, d6a, h6 (explant date not provided).

Event description:
" Patient additionally reported "I was seriously affected by my health when this material had moved from the prostheses that were bursted to my ganglia (lymph nodes), I was explanted." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported a right side "rupture", "minimum quantity of periprosthetic liquid, of some frontal predominance". The status of device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reported a right side rupture. An MRI noted "it is confirmed the presence of intracapsular rupture of the right implant, with collapsed cover that is identified in the form of linear images of low signal floating in the silicone gel that appears contained in the fibrous capsule and extracapsular silicone is not identified. Minimum quantity of periprosthetic liquid, of some frontal predominance. Conclusion: signs of right intracapsular rupture." An ultrasound noted "it is observed intraprosthetic echogenic content in the medial part of the right prosthesis, that could correspond to an intracapsular rupture." Patient additionally reported "I was seriously affected by my health when this material had moved from the prostheses that were bursted to my ganglia (lymph nodes), I was explanted." The device has been explanted.